Event description:
It was reported that the ventricular lead exhibited less than 200 ohms impedance in bipolar and about 263 ohms in the unipolar configuration. The lead remains implanted due to patient's age and physical health.

Manufacturer narrative:
No medwatch form was received.: na